Manufacturer narrative:
Radiographic image review single lateral xray for l3-5 fusion. Patient has a transitional type anatomy. One of the interior screws is fractured. Fusion status is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient with an unknown indication for posterior fixation without cage. It was reported that the screw broke post operatively. Product remains in patient. Surgery was scheduled to remove the broken screw and replace it with a similar one. Additional information received from manufacturer representative that there was no knowledge of the exact date of occurrence of screw breakage. Doctor reports that the patient had low back pain, with no apparent causative factor, 41 days after surgery, which on the following day became associated with lumbar sciatic pain and then significantly intensified. Only then did they order imaging tests and detect the broken screw. Additional surgical or medical intervention performed on (B)(6) 2021.